Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the defect of printed circuit board was accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of printed circuit board was noted. The reported event was cause by the defect. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image was not displayed on the monitor of the device.there was no report of patient injury associated with this event.